Event description:
On (B) (6) 2009, patient implant of a 25-16-140bl bifurcated device and a 25-25-75l proximal extension with good results. One month follow up appeared to be clear with no leaks, however, at a later follow up (date unknown), images revealed that the main body connection to the bifurcated limbs at the distal aorta appeared to be compressed. On (B) (6) 2010, the patient was treated with two 10x57 express bare metal stents, using the "kissing stents" technique at the bifurcation. There was good flow at the close of the procedure

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. [(B) (4)] unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information obtained indicates patient died (date unknown) of a myocardial infarction unrelated to the use of the powerlink system.